Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not registering insulin delivery. Customer reported that insulin pump was stuck on act. Customer reported that insulin was "squirting out during manual prime". Customer's blood glucose was 160 mg/dl. Troubleshooting was performed on insulin pump. Customer reported that insulin continued to drip after letting go of act button. Customer was not able to successfully prime. Customer also reported that drive support cap was recessed and there was a gap which allowed the insulin of pump to be viewed. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, stained endcap sticker. The drive support was inspected and no anomaly was noted. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The rewind functioned properly and no rewind anomaly noted.